Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The host module and supervisor pcb were replaced and sent for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
A customer reported a system message was displayed during surgery. The system was switched out and the case was completed. There was no pt impact reported.